Event description:
The implant was being placed on the operating room table to have screws placed into it. When the implant was placed on the table, a crack formed and a piece of the implant came off.

Manufacturer narrative:
The root cause could not be confirmed as the device was not returned at the time of evaluation. Review of the device history records indicate one device was manufactured and accepted into final stock in with no reported discrepancies. Complaint history review determined there have been other events for the device family; investigations indicated additional reported events were likely the result of user error. Should additional information become available, the evaluation summary will be submitted in a supplemental report.